Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented at the time of the index procedure due to unstable angina and persistent atrial fibrillation. Just prior to the procedure while in the cath lab, the patient complained of severe chest discomfort. An ECG revealed ischemia and significant st segment depression which got worse during the angiogram. Cardiac catheterization revealed severe disease in the right coronary artery and severe disease in the ostial and distal left main stem and moderate to severe disease in the proximal left anterior descending coronary artery (lad). A 6f sheath was inserted into the femoral artery. Access was gained to the left system using a 6f jl 3.5 guide catheter and non-bsc guide wires were advanced down both the lad and left circumflex (lcx). The lesion in the distal left main was pre dilated using a 2.5x12mm balloon. Non-bsc intravascular ultrasound (ivus) was then performed in the mid lad to the ostial left main which confirmed a critical disease in the 4.3mm vessel. A 4.0x28mm promus element stent was advanced and deployed across both lesions with in the left main stent across the lcx and into the proximal lad. The stent was post dilated with a 4.5x15mm balloon. Due to proximal lad disease, a guide wire was put down the diagonal and a 3.0x28mm promus element stent was advanced over and deployed in the proximal lad with a short area of segment overlap. At this point, there was some haziness at the outflow of the second stent. Ivus was performed and confirmed that there was non-critical plaque in the mid lad. However, the 3.0mm promus element stent appeared to have damage to the stent "overlap" with some "concertina effect" to the stent. The guide wires were removed and a new wire advanced. The stent overlap was then dilated using a 2.0x12mm apex balloon followed by a 2.5x20mm non-compliant balloon at 18atm which produced excellent angiographic results. The patient tolerated the procedure satisfactorily and was pain free at the end of the case with no st segment depression. The patient will be brought back at a later date for a staged procedure to the rca.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).